Event description:
Complete contact lens solution: eye infection diagnosed differently by 3 different doctors. Infection last of 1 week w/ redness, itching, sensitivity to light, swelling and blurred vision. After 2 weeks of antibiotics, infection was clearing up. Diagnosed first as "calcium deposits" and then second as "corneal ulcers." Neither diagnosis seemed confident. I am now requesting my record back to check the chance of keratitis associated with the recalled solution. I have been using this solution for years. Also had 2 eye infections last month. Dates of use 4-5 years. Diagnosis or reason for use: contact lens wearer. Event abated after use: yes.